Manufacturer narrative:
Reader jqga324-t1241 has been returned and investigated. A visual inspection was performed on the returned reader and burn marks were observed on the reader's universal serial bus (usb) port. An extended investigation was performed on the returned reader and damage was observed to a pin inside the charging port. The positive pin was exposed, which could cause a short resulting in smoke/fire when the charging cable is connected. The customer stated they used a 12v cigarette charging socket and not the supplied abbott mains charging adaptor. Use of the usb cable and power adapter included with the system is recommended in label copy. The damage observed in the charging port is consistent with heavy use of the charging port; therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader, "warms up strongly", had a little visible smoke, swollen and the cable plug is burned." The socket of the reader has turned black as well as the inside of the screen and their is a burning smell from the reader. Customer further reported using a cigarette lighter to charge the reader while camping. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader, "warms up strongly", had a little visible smoke, swollen and the cable plug is burned." The socket of the reader has turned black as well as the inside of the screen and their is a burning smell from the reader. Customer further reported using a cigarette lighter to charge the reader while camping. There was no report of death, serious injury, or mistreatment associated with this event.